Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 module. The initial result was 97.8 ng/l. This result was reported outside of the laboratory. The doctor questioned the high result as the patient had a troponin t hs result of 6.89 ng/l from a different sample on the same day. The original sample was repeated on a different e801 module with a result of 7.45 ng/l. The sample that produced the result of 6.89 ng/l was also repeated on the different e801 module with a result of 7.63 ng/l.

Manufacturer narrative:
Qc was acceptable. The customer repeated 7 patient samples that were run on the e801 module before and after the questionable result occurred and the results for these patient samples were reproducible. Repeatability testing was performed with acceptable results. Three sample foam detection alarms were observed on the alarm trace data from the day of the event. The gear pump head was replaced in (B)(6) 2022. Measuring cell prep was last performed on (B)(6) 2022. Measuring cells were replaced in (B)(6) 2023 during a preventive maintenance visit. Liquid flow cleaning (lfc) was performed on (B)(6) 2023. The troponin t hs reagent lot number was 642405. The expiration date was not provided. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the event was due to pre-analytics and maintenance issues.the analyzer issues were resolved by the service actions.